Event description:
A vns programming physician in (B)(6) reported to his country manager that their handheld does not keep a charge anymore. The product has not been returned for analysis.

Event description:
The handheld was returned for analysis. Analysis completion is pending.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the in house ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was received without an ac adapter. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications